Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, moderately to heavily tortuous left anterior descending coronary artery. During removal of the 190cm ht bmw universal ii guide wire, the distal part of the guide wire got caught with the anatomy. Gentle pressure was used and the guide wire was removed. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.